Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that alarm issues with their patient information center were occurring. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
After further investigation and product change, this complaint is no longer reportable. H3 other text : after further investigation and product change, this complaint is no longer reportable.

Event description:
The customer reported that the mx40 telemetry often shows asystole and pauses when there is an ECG trace.the device was in use on a patient. There was no report of patient or user harm.